Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the company representative who reported that the pump was delivering gablofen 2000mcg/ml at 2065.5 mcg/day. Per the patient¿s mother, the pump should have had 3mls left at last refill and pump had 9mls. A dye study was successfully performed, no problems were shown with the catheter. The pump was replaced on (B)(6) 2019. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolve at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that a volume discrepancy occur; the actual reservoir volume was greater than the expected reservoir volume. It was noted that the exact volumes were unknown. The caller stated that due to the discrepancy a dye study was performed on (B)(6) 2019 and everything came back patent. It was reported that the patient experienced seizures the next day and was having withdrawal symptoms. The logs were checked and no anomalies were found. The caller was redirected to follow up with the hcp to check for any further volume discrepancies before replaced the pump. No further complications have been reported as a result of this event.